Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex biliary fully covered rmv stent was implanted to treat a benign stricture within the choledochus during a procedure performed on (B)(6) 2022. The stent had been implanted for 6 months prior to stent removal. On (B)(6) 2022, 6 months after stent implantation, a stent removal procedure was performed. During the procedure, the physician encountered difficulty in removing the stent using a retrieval forceps. It was noted that the fully covered stent was not homogeneous on the flanges. Consequently, the stent was successfully removed from the patient and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter's address: (B)(6). (B)(4). The wallflex biliary stent has not been received for analysis. Upon completion of the device analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.